Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all keypad button contacts. Investigation also revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad cover was found to be peeling off. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Additionally, evaluation revealed that the display was dim and the display text was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).